Event description:
The technician reported the brakes were not holding. No pt injury reported.

Manufacturer narrative:
The technician found the brake caster is broken. The technician replaced the brake caster to resolve the issue. Based on this info, no further action is required.